Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier was used successfully about three times. After loading a clip for the final time, the clip would not close. After removing the instrument and looking closely, one of the prongs appeared to be bent, which was not allowing the instrument to close properly. There were around 18 lives left on the instrument, and a new clip applier was opened to complete the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one (1) severely bent grip, causing them to be misaligned. The grips were not found to be cracked. A clip cannot be properly loaded into the clip groove of the grip-tips. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Isi followed up with the initial reporter and obtained the following additional information: the clip applier successfully deployed three times. On the fourth time, a clip was loaded onto the clip applier, attached to the robotic arm and inserted into the patient trocar. The instrument jaw would not close on or off tissue and the jaw would not articulate properly. A new clip applier was opened and successfully deployed a clip.

Event description:
Refer to h11 for follow-up information.